Event description:
It was reported to boston scientific corp on november 23, 2009 that a radial jaw 3 single-use biopsy forceps device was used during a gastroscopy procedure performed on (B)(6)2009. According to the complainant, after the first biopsy was taken with the forceps, the nurse and the physician noticed that the cup of the forceps was unable to close completely. They had to pull the forceps through the scope channel. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (unable to close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)